Manufacturer narrative:
(B)(4).

Event description:
The health care provider reported via the company representative (rep) that the end of service (eos) displayed even though the remaining battery level was 2.6v. Battery replacement was scheduled for (B)(6) 2015. The physician seeks to know the cause of the event and analysis has been requested. The telemetry report indicated out of range electrodes, an impedance of 29 ohms with electrodes 0 <(>&<)> 2. There were no health hazards to the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed ins battery at normal end of life. Telemetry and output was okay. Testing of the constant voltage mode showed the explanted device functioned similarly as the known good device and was consistent with dvt design testing. The impedance was set to 29o as reported in the field and oor message was observed when the amplitude was increased, indicating the oor was behaving correctly. The ins was received with the eos bit set. The longevity calculation was set to the lowest impedances available (100o). As reported, 29 ohms was observed across #0 <(>&<)> 2. Any impedance measurements below 100o would greatly decrease the longevity of the ins

Event description:
The company representative (rep) further reported that this event was considered a malfunction. The indication for use included parkinson's disease.